Event description:
It was reported that the "pump failed." They were attempting to prevent withdrawal by converting the intrathecal baclofen does to an oral dose. The pump contained baclofen 450 mcg/ml programed to deliver 146 mcg/day. No patient symptoms, treatment, or outcome were reported. Additional information has been requested, but was not available as of the date of this report.